Manufacturer narrative:
The user facility submitted medwatch 0700220000-2023-8441 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed to infuse norepinephrine during therapy at the cardiac intensive care unit (cicu). The adult patient's mean arterial pressure (map) continued to decrease "to the 40s" despite increased doses of vasopressors. After about 30 minutes since the arrival of the patient at the cicu, the clinicians reportedly discovered that no drops were falling inside the drip chamber, however the pump "continued to run as normal" with no alarms. The pump was replaced, drops of the drug solution were observed falling in the drip chamber, the patient's map improved, and the vasopressors were titrated appropriately. No additional information is available.